Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose value field on the continuous glucose monitor display became unresponsive and frozen. There was no adverse impact to customer¿s blood glucose level. Reportedly, the issue resolved, and no further information was provided regarding this issue.